Event description:
Customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed during patient transport. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated they did not have any additional information about the patient.